Manufacturer narrative:
E0133, e0505, f01, and a24 removed from h6. The investigation has been reopened and is ongoing.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure was most likely biomaterial buildup since there was a gradual rise in pp over 3 hours and there were no motor current spikes prior to the rise. The root cause of the hemolysis was not determined since no product was returned and insufficient clinical details were provided. The root cause of the ectopy/nsvt was unable to be determined due to insufficient clinical details. The failure mode vt/vf/at/af is used as a category for injuries including arrhythmia, asystole, bradycardia, cardiac arrest, heart block, paroxysmal atrial fibrillation, tachycardia, ventricular fibrillation, and ventricular premature complexes.

Manufacturer narrative:
Note: actual date of explant is unknown. Captured 30th as this date cannot be before the implant date. Medical safety officer reivew: multiple pumps which included bipella support with impella rp and impella 5.5 supported the patient. Impella cp and impella rp related events are serious injury type of reportable events. The demise outcome is associated with the impella 5.5 as there is not enough evidence to excluded the impella 5.5 device used as an associated factor to the patient's outcome; last device used and the patient had hemolysis, extensive repair and blood transfusion which is more likely to be related to the demise outcome. Device status: the impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Related reports: this complaint involves three pumps: this MDR specifically addresses impella rp with serial number (B)(6), which is the subject of this report. Refer to the related report numbers for the regulatory reports for the other two devices with a complaint associated with this reported event.

Event description:
The complainant reported a patient with cardiomyopathy was escalated from an impella cp and implanted with an impella 5.5 and an impella rp for increased mechanical circulatory support. The patient remained in persistent shock, renal failure, and atrial flutter despite the additional support of impella cp and the decision was made to escalate the patient to bipella support with an impella 5.5 and impella rp. It was reported that the removal of the impella cp was complicated due to bleeding at the superficial femoral artery and it required extensive repair. It was noted that the heparin was reversed with protamine administration and the patient was resuscitated with blood products and fluids during acute bleeding and drop in mean arterial pressure and filling pressures. The purge solution for both impella rp and impella 5.5 were to hold heparin until the following morning. The day following the initiation of bipella support, it was reported that the patient experienced ongoing bleeding from the access site of the previous impella cp and heparin was continued to be withheld from purge solutions. It was also reported on the same day that the patient¿s laboratory tests for lactate dehydrogenase (ldh) and alanine transaminase were unable to be performed due to hemolyzed samples, it was however noted that the patient¿s lab draws had been hemolyzed for the entire duration of the patient¿s stay. Additionally, it was noted that there was a significant drop in purge flow of the impella rp approximately 2 hours post implant of the device. Recommendations to add tissue plasminogen activator (tpa) were given, however this was not accessible at the time of recommendation. It was also noted that there was a brief purge pressure alarm that occurred during the exchange of the impella cp and the 5.5 that self-resolved. It was advised to the medical team that the pump had potential for failure and recommendation for pump exchange if purge pressures were unable to be resolved. It was reported that during vascular repair of the impella cp access site, purge alarms were noted again the impella rp. To resolve the alarm, the pump flows were decreased to 0 and quickly increased back to p8, however purge flows were still lower than expected. The impella rp device was monitored for further red purge alarms, and when the alarms returned tpa was added to the purge solution. After tpa ran through the purge, the impella rp purge flows increased, and the purge pressure decreased to expected ranges. The following day, it was noted that the impella 5.5 had placement signal low alarms. Echocardiography was performed at the beside and the impella 5.5 was pulled back. Two days later, it was reported that the patient¿s lactate results were increased following the escalation of support to bipella, and the cause was likely due to right lower extremity ischemia from injury of the impella cp removal. After resolving the injury with surgical intervention, the lactate results were lower, near normal range, and there was a large improvement in cardiac index/cardiac output. It was noted that the previous day¿s positioning of the impella 5.5 had resolved the increased ectopy the patient had been experiencing and the suction alarms from the device. The next day, it was noted that the patient¿s lactate dehydrogenase lab draw was hemolyzed. The medical team began to wean the impella rp as the patient¿s right heart function had improved and a plan was made to explant the impella rp following a planned esophagogastroduodenoscopy. However, now four days later, the patient went into pulseless electrical activity arrest following the removal of swan. Return of spontaneous circulation was obtained after 5 rounds of cardiopulmonary resuscitation (CPR) and the patient was re-intubated. Following the CPR, the patient¿s hemoglobin and hematocrit began dropping and there was a swelling noted at the impella 5.5 access site. The next day, the patient was taken for computed tomography of the chest. A large hematoma in the right axillary was observed adjacent to the impella catheter with possible pseudoaneurysms at the catheter insertion site. It was also noted that the patient had a subarachnoid bleed. Heparin was discontinued as a result of the noted access site hematoma and a concern for active bleed. The patient¿s family decided to withdraw care. Impella 5.5 support was withdrawn, and the patient expired.

Manufacturer narrative:
Additional information has been provided in h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Explant date corrected with new provided information. The investigation for the reported issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Device event logs were provided. High purge pressure: clinical details note that there were brief high purge pressure alarms during rp flex support at the time of 5.5 implant. The next day, there were more high purge pressure alarms and tissue plasminogen activator protocol was initiated. No more issues with purge were noted. Data log review showed a gradual 3 hour rise in purge pressure (pp) from ~500 to >1000 mmhg at the beginning of the rp flex case. There were no motor current spikes/trends prior to the rise. The high pp was sustained for ~9 hours before gradually resolving over the next 20 hours. No product was returned. The cause of the high purge pressure was most likely biomaterial buildup since there was a gradual rise in pp over 3 hours and there were no motor current spikes prior to the rise. Hemolysis: clinical details state that the patient's lactate dehydrogenase was hemolyzed on (B)(6) 2025. It is unknown if/when the hemolysis resolved. Data log review showed suction alarms throughout the case, but most present between (B)(6) 2025 and (B)(6) 2025. Motor current and placement signal are fairly stable throughout the entire case as well. No product was returned. The root cause of the hemolysis was not determined since no product was returned and insufficient clinical details were provided. Arrythmia: clinical details state that the patient had significant ectopy and runs of nonsustained ventricular tachycardia (nsvt) after the impella was pulled back from 6.7 cm measurement shortly after insertion. The ectopy resolved when the pump was pushed in past 6 cm measurement again. It is unclear which pump (rp flex or 5.5) was being repositioned. Patient had more runs of ectopy throughout the case. Data logs are not applicable, and product was not returned. In order to make a root cause determination, additional clinical details would have to be provided. The root cause of the ectopy/nsvt was unable to be determined due to insufficient clinical details. Device history review. The pump sn (B)(6) passed all post-sterile inspection checks.